Event description:
During routine testing of the device, the user reported the batteries would not hold a charge as expected. A field service representative visited the customer's site and replaced the battery charger and batteries. The device were returned for evaluation. Since the event occurred during routine testing of the device, there was not patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.